Event description:
Contacted regarding an erroneously high troponin (accu tnl) result from a single patient that was generated by the access 2 instrument. The erroneous accu tnl result was 1.31ng/ml. The result was not reported out of the lab. The customer questioned the result because the patient had several negative accu tnl results prior to this one. In addition, customer indicated that ckmb test performed on this sample was in the normal range. The customer retested original patient sample for accu tnl. The repeated accu tnl result was 0.00ng/ml. The result was reported out of the lab. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.